Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the malfunction. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction did not recur. The customer may continue to use the pump and was advised to contact support if the issue reoccurs.